Manufacturer narrative:
Refer to (B)(4) for system 2. The customer used all test strips of this lot.

Event description:
It was reported the patient received the following results within 15 minutes: 250 mg/dl (system 1) and 125 mg/dl (system 2).